Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula retracted or did not deploy. The pod was not worn.

Manufacturer narrative:
The device was received in the fully deployed position with the pink slide insert visible in the viewing window. The formed needle was fully retracted. The downloaded data shows the device completed first and second priming sequences, and was deactivated at 2058 pulses. The device successfully delivered insulin. No issues were observed with the needle mechanism assembly. The device was reset into the not deployed position using the lock and load tool and rotation of the ratchet gear deployed the needle mechanism assembly as intended.